Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. No compromised force sensor system alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. The drive support disk was inspected and no anomalies were noted. The pump was received with a corroded motor home switch. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone that the insulin pump alarmed compromised force sensor system. The patient's blood glucose at the time of incident was 5.0 mmol/l. Troubleshooting did not resolve the issue. However, the insulin pump was not returned for analysis.